Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was replaced after over six years of implant time. The device is on an advisory. The doctor implanted a transvenous system and left the subcutaneous system implanted but therapy was turned off. No additional adverse patient effects were reported.